Event description:
The patient experienced a shocking/jolting sensation in both shoulders, down to feet. The patient reported that she fell on (B)(6) 2014 and then on (B)(6) 2014 she felt a strong jolting sensation from her shoulders down to her feet. The patient was walked through making sure the device was turned off on (B)(6) 2014 but still felt stimulation even though the ins was off. The patient was then seen on (B)(6) 2014 at her doctor¿s office. The impedances were checked and were all within normal ranges. The stimulation was turned on very slowly, and the patient said once that she felt the stimulation and told to stop turning the stimulation up once it was to a desirable level. The patient asked to leave the stimulation on as it was comfortable. It was also reported that the patient had fallen twice more since the initial fall on (B)(6) 2014. It was believed that the ins was not causing the issue. A month prior the patient¿s primary doctor suggested that she might have fibromyalgia and had started testing to determine diagnosis. The patient¿s doctor per formed basic reflex testing and she did have some difficulty performing some of the actions. The patient¿s doctor also thought that the patient may have suffered a stroke and was going to recommend a neuro consult and x-ray. It was also noted that the patient¿s rehab physician was asking that the spinal cord system (scs) be removed due to possible recall on the scs device. About two weeks later it was reported that the patient was currently in a rehab program and no further information was available at this time. Additional information has been requested.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).